Event description:
Customer reported that he had recently been experiencing high blood glucose levels. Blood glucose level at the time of the call was 485 mg/dl. Review of the insulin pump's alarm history showed that no delivery alarm had recently been returned. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.